Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the high capture threshold allegation based on normal lead resistance measurements and inspection which showed no conductor issues on the segment of lead returned. Moreover, the lead passed the electrical continuity testing. Hence, no problem was detected was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use on the segment of lead returned.